Event description:
It was reported that a pump malfunction occurred, showing malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it, with no recurrence of the malfunction. The customer was advised to continue using the pump and to contact support again if the issue reappeared.